Event description:
Additional information received reported that the patient¿s device was overdischarged and required a power on reset (por) due to non-compliance with charging. The por was successful and the patient was receiving effective therapy.

Event description:
It was reported that there was a patient injury. The patient fell three weeks prior to the report and had been in pain ever since. The reporter noted that the patient had no stimulation sensation and that the device had not worked since the fall. It was noted that the patient would be seen on (B)(6) 2014 for a power on reset (por) device reset. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).